Manufacturer narrative:
It was reported that due to a power outage at the facility, the cns powered off and will not boot back up. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that due to a power outage, the cns powered off and will not boot back up. No consequence or impact to the patients.

Event description:
It was reported that due to a power outage, the cns powered off and will not boot back up. No consequence or impact to the patients.

Manufacturer narrative:
On (B)(6) 2019, bme (B)(6) at (B)(6) reported the cns-9701a (mu-971ra sn:(B)(6)) would not boot up. The hospital just had a power outage and upon booting the unit back up he was getting inaccessible boot drive error message and the windows os crashes. The cns was monitoring bedside monitors. Service requested: troubleshooting/assistance. Service performed: customer was advised this older model central station did not have access to swap hard drives. Customer was advised to discuss with nurses that full disclosure was not stored while the cns was down, and monitoring should resume after swapping in the spare central station. Nk support was unable to assist the customer in resolving networking issues during set up of the spare cns, due to: "hospital refuses to give us vpn connection". Investigation result: the cns was put into service on 01/02/11, which is over 8 years prior to the reported issue. The warranty period ended on 01/02/13. A review of device history found previously reported issue: 300031739 reported 11/25/15 in which the unit was reported to start to a blue screen and ask for a boot disk. Customer later reported the issue was fixed but did not provide further information. Multiple attempts were made to contact the customer for additional information, with no success. There was a reported failure of the cns. No nka evaluation was performed as the cns/hdd was not returned. Possible cause is failure of the hard disk drive (hdd). Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. Information on whether the cns was connected to a ups during the power surge was not provided. "Connection diagram" section 1 "general" of the cns service manual indicate that the cns central monitor main unit, recorder unit, and lcd unit should be connected to a ups. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. Issues with the hdd/ups could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty period and product discontinuance, and past the promised support period. Customer was to resolve the issue by replacing the cns with a spare unit. The combination of (1) age of the unit, (2) possible lack of preventive maintenance/hdd replacement, (3) lack of ups/ups failure, and (4) power surge is likely to contribute to failure of the cns. Based on the given information, this issue is not suspected to be caused by a design deficiency of the cns. There were no further reported issues with the unit. Corrected information: f9. Approximate age of device: incorrectly calculated.